Manufacturer narrative:
Reporter information: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had event storage error. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was processor pca defective . The reported problem was confirmed. The device was operational after replacement of processor pca was completed. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time.